Manufacturer narrative:
(B)(4). The device history record for ats 4000 tourniquet system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on (B)(4) to query for all repairs on serial number (B)(4) prior to 29 april 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 29 april 2019, it was reported that a tourniquet system was turned over by accident on (B)(6) 2019. The customer returned an ats 4000 tourniquet system serial number (B)(4) for evaluation. Evaluation of the device on 10 may 2019 noted that the front housing was broken and that the device was giving an e0038 back light error code. Upon further evaluation, the technician found that there was evidence on the display being pulled loose and that there were damaged connectors and a torn ribbon cable. Repair of the device occurred the same day and involved replacing the front housing, touchscreen, and the flex assembly. The technician then tested and verified that the device was functioning as intended, and then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) dated 29 april 2019. While the service technician found that the front housing and touchscreen had been damaged and that there was a torn ribbon cable as well as a damaged connector which would indicate the device falling over, it cannot be determined from the information provided as to what caused the device to be knocked over such that these components would become damaged. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the a.t.s. 4000ts was turned over by accident. Upon investigation, a torn ribbon cable was discovered. No adverse events were reported as a result of this malfunction.